Manufacturer narrative:
(B)(4).

Event description:
The pt's healthcare professional reported telemetry issues. There was a possibility of a low battery. Longevity calculations were done to estimate device battery life. Settings prior to (B)(6) 2010 and new settings were provided. Calculations indicated a longevity of 5.6-9 mos from date of implant using longevity calculator. Additional info was requested.